Event description:
The unit was returned with no correspondence. Our investigation revealed a break in the electric cord near the switch.

Manufacturer narrative:
The user returned the unit with no correspondence. Our investigation found a small cut in the cord near the switch that caused the unit to stop working. The cut could have exposed the user to bare wire. This type of failure is usually the result of excessive bending of the cord. We have initiated a CAPA project ((B)(4)) to remedy this issue.